Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a hole in the tubing which resulted in a leak. The leak was discovered while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11 h11: the actual device was received for evaluation. Visual inspection was performed and a ¿scratch on the tube¿ was noted. A functional test was performed where the spike was inserted into a saline bag, and the flow of liquid was observed. Flow of liquid was confirmed from the saline bag through the set and a leak from the tube at the location of the scratch was observed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.